Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 442 mg/dl. Customer's blood glucose went up to 471 after bolus. Customer mentioned the insulin did exit with prime. After troubleshooting, customer was advised to change the complete set. Customer will not be returning the device for analysis.